Event description:
It was reported to ge that while performing a transesophageal echocardiography exam, the patient's stomach was accidentally pierced. The report also indicated the doctor was not familiar with the operation of the tee probe with regard to the maximum angle of articulation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.